Event description:
Reporter called regarding the er1 message which she has received many times with control solution and blood. Reporter retested and her blood glucose was 300 mg/dl. Reporter was dizzy. Reporter is familiar with control solution test and does it on a regular basis. Co reviewed all possible causes of the er1 message.